Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin pump unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump had a cracked display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father stated that the customer's insulin pump alarmed button error. The blood glucose reading was 284 mg/dl. Prior to the event, the customer tried to clear but it did not work. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.